Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The pump was received with normal operating currents. There was no unexpected low battery alarm noted. There was no insulin smell anomaly or moisture damage inside the pump noted. The pump received with cracked battery tube threads, reservoir tube lip, scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump and low blood glucose levels. The customer states they had low of 50mg/dl. The customer's most current level was 77mg/dl. The customer states the pump is cracked at the battery compartment. The customer was advised the pump would have to be replaced and returned for analysis.